Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -06.50/+1.5/083 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2023. The patient experienced a refractive surprise and the lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Patient weight: unk. Patient ethnicity: unk. Patient race: unk. Explant date: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # 728400